Event description:
The customer contacted baxter's technical service center regarding a incomplete prime which occurred on the homechoice (hc) during use. The caregiver (cg) stated that when she reprimed the line, some fluid came out of the top. The baxter technical service representative (tsr) explained that the cap was vented and that fluid would sometimes come out of the top during reprime. The home patient (hp) would connect for therapy and the hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume therapy that day after connecting like the tsr had told him to do. He did not notice anything unusual with any of the previous supplies. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded , therefore no evaluation of the sample could be performed. The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if any additional information becomes available.